Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it was operating within specifications. The device passed all functional testing including the delivery volume accuracy test.

Event description:
Customer's wife reported the death of husband. The last blood glucose reading was 347 mg/dl. Customer had an infection and fever. Customer complained of chest pains and was hospitalized. Customer had a stroke and a massive coronary and passed away. Customer was not wearing the insulin pump at the time of death. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.